Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the wound dehiscence cannot be ruled out. Wound dehiscence is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm). Contributing factors for wound dehiscence in this patient include concomitant bevacizumab (vegf inhibitor which carries a black box warning for wound healing complications, source bevacizumab prescribing information), underlying cancer disease and prior surgery affecting skin integrity.

Event description:
A 73-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio on (B)(6) 2024. On april 2, 2025, novocure was notified that the patient had developed multiple painful and itchy lesions on the scalp beneath the optune gio transducer arrays. The patient's oncologist advised temporarily discontinuing optune gio therapy to allow the lesions to heal. An image was provided that revealed a wound dehiscence at the site of the left temporal surgical resection scar (last surgical resection on (B)(6) 2024) and moderately reddened, crusted lesions on the top and back of the head. As a result, optune gio therapy was temporarily discontinued. On april 14, 2025, the prescribing physician confirmed that the event was related to optune gio therapy and further aggravated by the use of bevacizumab. The use of steroids was noted as an additional risk factor. Both optune gio therapy and bevacizumab treatment were suspended until the lesions were resolved. On april 16, 2025, novocure received updated information indicating that the patient had resumed optune gio therapy on (B)(6) 2025, following the healing of the initial irritation. However, the patient experienced recurring skin reactions, consulted her oncologist, and the therapy was again temporarily discontinued.